Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan to report the one touch ping meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 9:20 am, the patient obtained the blood glucose readings of "hi mg/dl" (greater than 600 mg/dl), 367 mg/dl, 526 mg/dl and 243 mg/dl on the reported meter within 20 minutes. Afterwards, the patient experienced the symptom of nausea. The patient was treated with orange juice at 9:40 am. The patient's blood glucose level was also tested on another meter, and obtained a result of 420 mg/dl. The patient manages her diabetes with insulin pump therapy. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The meter readings correlated with the patient's symptom and the other meter. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.